Event description:
Reportedly, the surgeon fired the stapler, transected the tissue, and the anastomosis fell apart. The report stated it appeared the stapler had no staples. The surgeon used another stapler and was able to continue the surgery. The surgeon stated the case was abnormal and indicated the colon was extremely large which may have played a role.